Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to remove the battery cover from her onetouch ultramini meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on (B)(6) 2013 she had her usual dose of medication including 500mg of metformin. The patient reported 15 minutes later she developed symptoms of having a ¿headache and feeling shaky.¿ the patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca determined there was no misuse of the subject meter and the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.